Manufacturer narrative:
Paradoxical hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode, but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report from a patient treated with coolsculpting to the abdomen, inner thighs, flanks, and lower back sometime in 2018, 2019, 2020, and 2022 using unknown cooladvantage system applicators, who may have developed a recurrence of paradoxical hyperplasia (ph) after treatment. Affected areas are unknown. Patient reported having had corrective liposuction and commented, "some of my pah has improved, but some pah remains".

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the infra-scapular, flanks, and abdomen in 2018, 2019, 2020, and 2022 and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Additional information: b5 (treatment date, applicator), d1. Corrected data: a4.

Event description:
Allergan aesthetics received additional information that the patient was treated to the infra-scapular, flanks, and abdomen on (B)(6) 2021 using the cooladvantage applicator with petite coolcurve contour and presented with paradoxical hyperplasia (ph).